Event description:
It was reported that the wire was fractured. A 5 pack ng rotawire floppy was selected for use. During unpacking, multiple wires were taken out of the same box, looks like there is no floppy tip. The procedure was completed. There were no patient complications and the patient fully recovered.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The distal end was bent. The spring tip was detached and did not return for analysis. The total length of the guidewire was measured to confirm whether it met the specified requirements. The specification was 130.0, above or below 1.0 inches, with an upper limit of 131.0 inches and a lower limit of 129.5 inches. The returned guidewire measured 129.5 inches, which falls within the acceptable range. This indicates the overall length met specification, despite the spring tip being detached and not available for evaluation.

Event description:
It was reported that the wire was fractured. A 5 pack ng rotawire floppy was selected for use. During unpacking, multiple wires were taken out of the same box and it looks like there is no floppy tip. The procedure was completed. There were no patient complications and the patient fully recovered.